Event description:
The catheter was snagged on the daig groin sheath. At removing the catheter a separation was seen between electrodes 2 & 3. The procedure was aborted after 2 hrs due to catheter and introducer problems. Impedance during procedure was in normal range, no visible coagulum. The pt condition is good, and no intervention was required.